Manufacturer narrative:
The hill-rom technician found the nurse call sidecom board inoperative and no relay active when the nurse call is not plugged into wall. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2013. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the sidecom board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a call from a hill-rom technician stating the nurse call was inoperative. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).